Event description:
Per the clinic, the patient developed a hematoma/seroma at the implant site. It was reportedly aspirated two times (dates not reported). As of report on (B)(6) 2015 the site has healed. The implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is bim400 implant magnet not attract system as previously reported. The correct common device name is cochlear baha attract system, not lxb, product code: lxb as previously reported. This report is filed on july 05, 2017. (B)(4).

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 to have the internal magnet removed and an abutment placed. The implanted device remains. This report is filed february 10, 2016.

Manufacturer narrative:
The implanted device remains.